Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and noted that the reported issue was intermittent. The stm replaced the scroll compressor and the temperature sensor. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. The suspected faulty parts will be returned to factory for failure investigation, and a supplemental report will be submitted upon completion. (B)(6).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) generated a "system over temperature" alarm. There was no patient harm and no adverse event was reported.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) generated a "system over temperature" alarm. There was no patient harm and no adverse event was reported.

Manufacturer narrative:
The suspected faulty scroll compressor and the temperature sensor were sent to getinge's national repair center (nrc) for evaluation. A senior repair technician inspected the scroll compressor and no visual damage was observed. The national repair center installed the compressor into the cardiosave test fixture along with the customer's temperature sensor and tested the compressor to factory specifications per the cardiosave service manual. The compressor failed with error overtemperature, during a 24 hour period. The national repair center observed the failure, and after cool down of the compressor, the national repair center proceeded to run the test again. After 2 hours the overtemperature alarm was observed. The national repair center then installed a new temp sensor and re-tested. After 32 hours of run time the compressor did not fail. The national repair center could not replicate the overtemperature alarm after the second testing, leading to believe the cause of the failure was the temp sensor. The compressor was then sent to research and development for failure analysis per procedure. Research and development tested the temperature sensor by itself, then installed it on the compressor. Research and development observed that the sensor's thermal behavior at high temperature was unstable. This is the reason for the overtemperature alarm that was in line with the national repair center's results. The national repair center received the scroll compressor and the temperature sensor from research and development. It was determined that the temperature sensor had failed. The compressor and the temperature sensor were retained in the national repair center per procedure.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) generated a "system over temperature" alarm. There was no patient harm and no adverse event was reported.

Manufacturer narrative:
A getinge senior repair technician reported that the it was determined that the temperature sensor was defective and was the cause of the system over temperature alarm for the compressor. The temperature sensor failed testing.

Manufacturer narrative:
A getinge senior repair technician reported that the national repair center has returned the compressor and temperature sensor to research and development (r&d) for further testing. A supplemental report will be submitted when additional pertinent information is provided.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) generated a "system over temperature" alarm. There was no patient harm and no adverse event was reported.

Manufacturer narrative:
A research and development (r&d) engineer reported that the customer found the temperature of the "temperature sensor" to be slightly over the limit. Additional information is being requested, and a supplemental report will be submitted when this information is provided to us.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) generated a "system over temperature" alarm. There was no patient harm and no adverse event was reported.